Manufacturer narrative:
The biclamp and esu were evaluated. The biclamp was found to be working as intended. Also, an electrical safety check, a check of features, and a power output check was performed on the generator. The esu was found to meet specifications. In addition, no anomalies were found in the device history records (dhrs) for the biclamp and generator. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. A caution statement in the instrument's notes on use states that "vessel fusion can be affected by pt factors such as age, elasticity of vessels, thickness of vessel walls, etc.; therefore, the physician should review each vessel fusion for seal integrity." Further clinical documentation also states, "to prevent bleeding occurring immediately, it is necessary to be extremely conscientious when applying the instrument; it is particularly important to react to the 'auto stop' signal. The flow of current should not be interrupted too early. If necessary, coagulation must be repeated to ensure that only properly white, dry parchment like tissue is severed." As per the instructions and in published literature, additional sealing processes should be taken as necessary to minimize post-procedural bleeding. No trends have been identified with this situation. Erbe USA is now closing this event.

Event description:
It was reported that the biclamp with an electrosurgical unit (esu/generator) model vio 300 d (part number 10140-000) was involved in a pt incident. After a vaginal hysterectomy, there was secondary bleeding. Further surgery was required to stop the bleeding, and additional hospitalization was necessary for the pt. No further information was available regarding the pt. Note: the biclamp was distributed by our parent company (erbe electromedizin gmbh) to a german hospital. Therefore, the p/n of the instrument is different than the numbers in the united states.